Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a distal stent damaged occurred. The unspecified target lesion was located in the severely calcified and severely tortuous left circumflex artery. A 2.25x12mm promus element plus stent delivery system was selected to treat the lesion. After the physician performed pre dilatation with an unspecified balloon catheter, this device was attempted to advanced into the target lesion but it could not cross the lesion. When the stent was removed from the patient's body, a distal section of the device was found to be lifted. The procedure was completed with poba (plain old balloon angioplasty), without stenting. No patient complications were reported and the patient's status was good.